Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) ar returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting an unspecified message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged message began to appear at 2:00pm the day prior. The cca noted that the patient manages her diabetes with pills; however, denied taking any action regarding her diabetes management as a result of the issue. Approximately 10 minutes after she obtained the error message, the patient claimed she developed a cold sweat. At 2:45pm, the patient reported that her blood glucose was "40 mg/dl" when tested with an emergency medical service meter. The patient claimed she was treated with oral glucose by an hcp. At the time of troubleshooting, the cca noted that the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.